Manufacturer narrative:
The pod was received in the not deployed state. The original download data of the pod found no timeouts or drive stalls, however a rotational sensor error was observed. Due to the rotational sensor error, first prime was completed faster than expected. Second prime was also completed, however due to the rotational sensor error the cannula was unable to deploy after priming. The pod was rerun to determine if the previous results would be replicated. The rerun data indicated no timeouts or drive stalls, however a rotational sensor error was observed. Inspection of the needle and drive mechanism assembly found no damages or deficiencies that would contribute in the cannula not deploying. It cannot be determined what caused the rotational sensor to malfunction.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy. The pod was worn less than an hour.